Manufacturer narrative:
The initial call made to customer service for the return stated, no image (blank screen), which was confirmed by plugging the unit into the controller. The instrument was leak tested, and as a result no leak or moisture was detected per the customer service evaluator. The shaft was evaluated, which had a twist due to misuse by the customer.

Event description:
Pt was under anesthesia for bilateral ureteroscopy when the flexible ureteroscope would not function. The device would turn on, not displaying a picture on the screen. No back up scope was available, so the pt had to be brought back at a later time for the procedure to be completed. Initial info received by gyrus acmi from the facility simply stated "blank picture." On 9/4/2009, gyrus acmi received additional info, as stated above.